Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, after the patient was prepared in theatre for surgery, wherein the universal adult return electrode was placed on the lower gluteal region and the site of incision which is the lower abdomen was sterilized using povidone iodine and methylated spirit, before skin dried out entirely, pencil connected to the fx8 generator was activated. Upon the pencil's contact with the skin of the cutting site, a spark occurred that triggered a fire. The patient sustained burns.